Manufacturer narrative:
This report is filed on september 27, 2016. Registration number 3009092818.exemption number e2106011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site, however the issue could not be resolved, subsequently the patient underwent skin revision (date not reported) and was administered and topical antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin on (B)(6) 2016. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2016. (B)(4). Device not received by manufacturer.